Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that the patient is experiencing palpitations and the patient's implantable pulse generator (ipg) might be malfunctioning. It was further reported that the ipg was not recording the patient's palpitations. The device remains in use. No further patient complications have been reported as a result of this event.